Event description:
Customer reports inconsistent inr results for 3 patients using hemochron elite instrument / pt assay compared to unspecified lab instrument. This report is for patient 3 of 3. On unspecified date, patient elite / pt inr 5.2 vs. 4.25 using unspecified lab instrument. No report of an adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer's evaluation / investigation currently in process.